Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2013 due to fractured lead. A call placed to technical services on (B)(6) 2013 states that yesterday patient had approximately 30 shocks due to broken fidelis over approximately a 6 hour period. Battery depleted and lead extracted now. Ejection fraction is high so likely will be replaced with pacer. The physician was dr (B)(6) at (B)(6) hospital. Patient is doing well. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).